Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall during insulin delivery, which resulted in failure to infuse and hyperglycemia with a recorded blood glucose of 378 for approximately 12 hours until the user completed a dry run and then changed all supplies to resume intended insulin delivery; relevant device components included the motor and associated infusion pathway. Symptoms included thirst. Outcomes included no health consequences or impact and no need for medical intervention or outside assistance. Investigation included communication with the user, analysis of information provided by the user, and review of the event. Investigation of this case revealed a communications problem identified during troubleshooting and a failure to infuse consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.